Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure and was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had failed to open. A field service engineer (fse) realigned ball bearings and installed one new slide bumper on the main half-height drawer 3.1, then initiated and passed the final test via the hardware test application. Additionally, the fse installed one new front slide bumper on the slide rails for main half-height drawer 1.1 and realigned ball bearings while installing two new slide bumpers on the slide rails for main full-height drawer 6. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure and was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.